Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Other devices implanted.

Event description:
In 2008, the pt underwent endovascular repair for an abdominal aortic aneurysm with gore excluder aaa endoprostheses. The devices were implanted without incident and the pt tolerated the procedure. Post-operatively, it was noted that the pt was slow to awaken from anesthesia. It was suspected that the pt had ischemia of the spinal cord. An MRI showed infarction zones were most prominent from c2 to approximately t1. The exact etiology was unclear. The pt was maintained with pressors and supportive management, including nutrition. On post-operative management, including nutrition. On post-operative day seven, an open tracheostomy tube and percutaneous endoscopic gastrostomy tube were placed. The pt's peripheral vascular disease worsened, causing severe vasoconstriction, resulting in gangrene in the left foot. Nine days later, an open guillotine left leg amputation was performed. Declining renal function was noted and the pt's condition continued to deteriorate. The family declined escalation of pt care and five days later, the pt experienced bradycardia associated with hypertension. No advanced cardiac life support was initiated and the pt expired.